Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. It was reported that the patient is undergoing dialysis treatments and shock impedance measurements have been steadily increasing. The physician suspects electrolyte build up on the lead. No surgical intervention is planned and the patient will be monitored. No adverse patient effects were reported.